Event description:
The pt called lifescan and alleged that their meter was set to the wrong unit of measurement. Medical affairs spoke to the pt and obtained/verified the following info: the pt stated they began obtaining low/normal readings and that they went to the hosp one week prior with high blood glucose readings. The pt stated that for the past week they obtained readings of "77, 56, 68, 74, 67, and 52 mg/dl." Because their meter was set to the incorrect unit of measurement, these results were actually: 7.7, 5.6, 6.8, 7.4, 6.7, and 5.2 mmol/l. They took their lipitor pill and their humulin 75/25 twice daily (36 units in the morning and 24 units in the evening) as prescribed. They made no changes to their medications based on the meter results. The pt reported that they began feeling weak a few days before going to the hosp. They went to the hosp because they began complaining of a pain in their neck and eyes. Their blood sugar was tested and the result was 361 mg/dl. An MRI test was done to check for any nerve damage. The results were not available at the time of the call. The pt stated that the test strips being used at the time were expired. The code numbers were not matching and the meter was set to the incorrect unit of measurement. The pt stated that they do not know if the meter was previously set to the correct unit of measurement. Based on the info provided, there is no evidence of a meter malfunction. There is however, evidence of use error, which led to a serious injury. The pt was obtaining low/normal results so they continued their normal medication regimen. However the results that they were receiving might have been inaccurate considering the use of expired strips and mismatch of the codes. Proper treatment may have been delayed. A replacement meter and testing supplies are being sent to the pt.